Event description:
The patient presented with an intermittent neurologic deficit due to left middle cerebral artery (mca) stenosis. The left mca angioplasty and stenting procedure was successfully completed. The following day the patient reportedly suffered a "profound right facial droop and right-sided arm drift" along with aphasia. A computer tomogram scan revealed "ischemia in the left mca territory greater than the areas of completed infarct". It was determined that "the patient might have thrombosis with occlusion of his left mca". Angioplasty of the left internal carotid artery (ica) and the left mca was performed. The doses of plavix and aspirin were increased, and reopro was continued postoperatively. The patient's condition improved and he was discharged to acute rehabilitation with continuous antiplatelet therapy.

Manufacturer narrative:
Expiration date: unk. For no allegation of device malfunction or non conformance. Device manufacture date: unk.